Manufacturer narrative:
Additional data: a1. Corrected data: d1, d4, e2, e3. Daybreak case number: (B)(4). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No physical device was received. Based on the information provided by the customer, the results are as follows: DHR results: DHR was reviewed by daybreak. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: customer did not return the reported device for investigation to date. However, the non-visual device investigation has been completed. Root cause description: a root cause for this complaint cannot be explicitly determined. Variation in the manufacturing process may cause the finished product to have a size that does not meet the standard. However, probable root cause may be due to user error to cause the size of the product which may impact customer perception of the overall fit. Daybreak case number: (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
It is unknown if the issue was with the crown or the device. The device is snug, and if the crowns are old or already loose, well, our dentist has said that can be a bad combination. The crowns were not purchased from glidewell. The patient reported that when they took off their device, their crown came off at the same time. The patients took new impressions and received new devices after seeing their dentist and getting the crown fixed.

Manufacturer narrative:
The device has not yet been returned for analysis. However, the evaluation of the device is pending. Once the investigation is completed, a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Event description:
The device was delivered to the patient on (B)(6) 2025 and was first used is unknown. The patient alleged their crown came off. The patient reported the issue on (B)(6) 2025 and stopped using the device on an unknown date. The patient did not take any photographs. No patient medical history.